Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net with post-paced t-wave oversensing exhibited by their implantable cardioverter defibrillator. Programming changes were discussed with a healthcare provider. There were no patient consequences as a result of this event.

Event description:
New information received notes that device was reprogrammed and patient had no consequences as a result of the event.